Manufacturer narrative:
Patient ID: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the cannulated screwdriver broke while screwing the screw to the patient during an open reduction and internal fixation right proximal tibia surgery. Fragments were generated from the broken device but were removed easily. It is unknown if there was any surgical delay. Another screwdriver was used to finish the procedure. The procedure was successfully completed. Concomitant devices reported: screw (part/lot unknown, quantity unknown). This report is for a cannulated screwdriver. This is report 1 of 1 for (B)(4).